Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a diabetes-related issue. The customer's highest blood glucose level related to the incident was 507 mg/dl. The customer received treatment with insulin and saline at the hospital, which resolved the issue. No pump malfunctions were identified, and the customer was released from the hospital on july 22, 2025, without any permanent damage.